Event description:
Trifuse leaking at total parenteral nutrition (tpn) filter. Sterile line change last performed on [date redacted]. Leak noticed on [date redacted]. As a result of leak, another sterile line change was performed on [date redacted].